Manufacturer narrative:
The reported event involving a pump module(s) ¿that there were air-in-line alarms. It was noted there was air bubbles in the pump segment.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that there were air-in-line alarms. It was noted there was air bubbles in the pump segment. To troubleshoot, the clinician reported, "massaging the pumping segment portion of the IV tubing, wiping the area behind the pumping segment with an alcohol pad, changing out the IV tubing, and has removed the IV tubing from the pump module and put on a pressure bag and counted the drips to infuse. Reviewed location of ail detector and troubleshooting air-in-line alarms.¿